Event description:
It was reported that foreign matter was found before use with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "line like dirt was on the bottom of the tube." 2200 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "line like dirt was on the bottom of the tube." 2200 occurrences were reported.